Event description:
Patient presented to ir for ivc filter placement in preparation for surgery. The hub of the dilator portion of the ivc filter sheath cracked when I was trying to remove the contrast injector tubing as contrast is very viscous and sticky. The dilator was removed without difficulty allowing for successful deployment of the ivc filter.